Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the high voltage lead impedance of the right ventricular (rv) lead had increased. The shock vector was adjusted to resolve the issue and there were no patient consequences.